Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported observing a fluid leak in her cycler's pump compartment during after completing treatment. The patient reported that there was no alarms during the treatment. Additional information was solicited.